Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the following information, it was presumed that the reported event was caused by ingress of moisture into the ccd unit. According to the device inspection result, crease of the distal end and gap at the glue of the rubber were confirmed. From this, application of physical stress to the distal end was presumed. Also, the glue between the imaging unit and the distal frame was deteriorated by chemical stress resulted from repeated reprocessing, and then moisture entered into the endoscope. According to the past similar complaint from the user facility, it was presumed that the glue between the imaging unit and the distal frame absorbed moisture because of prolonged immersion more than needed or storage in an environment of high humidity. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the full screen was blurred due to damage of ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the full screen was blurry. There was no report of patient injury associated with the event. The event date was unknown.